Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 5.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, after the balloon was inflated for several times, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.